Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 21-apr-2024 five infusion set fell off during use and infusion set is used for less than 24 hours to a day. The blood glucose level was 300-400 mg/dl. No further information available.